Event description:
It was reported that intermittent malfunction alarms occurred, identified by code malf 12, but there were no notable events prior to the incident. The customer's blood glucose level did not exceed 500 mg/dl, indicating a normal range. Technical support assisted the customer with resetting the pump, after which insulin delivery was resumed and the customer reconnected to their continuous glucose monitor. A replacement pump was provided by technical support, and the customer was guided on how to return the malfunctioning pump. The pump was under warranty, and arrangements for its return and replacement were made smoothly. Reportedly, the customer continued to use the pump for insulin therapy.